Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics which were discontinued 10 days after event onset. The same day pd therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report the patient was not recovered from the peritonitis event. No additional information is available as the reporter declined to provide any further information.